Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a keypad anomaly and damage to the reservoir compartment. The customer's blood glucose level was 8.3 mmol/l. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly during testing however, moisture damage was found to the keypad traces during our visual inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.